Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a blister from the ucor hfams patch. Patient described the area as burning under the patch adhesive. There was no alleged device malfunction contributing to the blister. The patient's physician recommended removal of the patch due to the blister. Outcome of the blister is unknown.